Event description:
Anterior growth guidance appliance was used on my daughter when she was younger. Her teeth were destroyed. Became crooked and not strong. Her teeth broke up early in life and have always been weak. She now needs implants.